Manufacturer narrative:
The following additional information has been added to the b5: on (B)(6) 2021, the patient was treated with laser liposuction to the abdomen and flanks. On (B)(6) 2021, the patient was treated with traditional liposuction to the abdomen and flanks and tissue excision with a mini-tummy tuck was performed. In (B)(6) 2021, the lower abdomen and flanks developed visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower abdomen and flanks with paradoxical hyperplasia (ph). The annex c code c19 has been added.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2019 with coolsculpting to the lower abdomen and flanks using a cooladvantage plus coolcore applicator and cooladvantage coolcurve plus applicator. About a month post treatment, the treated areas developed firmness and visible enlargement. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the abdomen and flanks with paradoxical hyperplasia (ph). On (B)(6) 2021, the patient was treated with laser liposuction to the abdomen and flanks. On (B)(6) 2021, the patient was treated with traditional liposuction to the abdomen and flanks and tissue excision with a mini-tummy tuck was performed. In (B)(6) 2021, the lower abdomen and flanks developed visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower abdomen and flanks with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a male patient was treated on (B)(6)2019 with coolsculpting to the lower abdomen and flanks using a cooladvantage plus coolcore applicator and cooladvantage coolcurve plus applicator. About a month post treatment the treated areas developed firmness and visible enlargement. On (B)(6)2019 the patient was assessed by a physician who diagnosed the abdomen and flanks with paradoxical hyperplasia (ph). The patient has had corrective liposuction to the treated area and reported a recurrence of ph to the abdomen and flanks. No additional information from the practice or the patient has been provided.

Manufacturer narrative:
Corrected data d1 - brand name

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2019 with coolsculpting to the lower abdomen and flanks using a cooladvantage plus coolcore applicator and cooladvantage coolcurve plus applicator. About a month post treatment the treated areas developed firmness and visible enlargement. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the abdomen and flanks with paradoxical hyperplasia (ph). The patient has had corrective liposuction to the treated area and reported a recurrence of ph to the abdomen and flanks. No additional information from the practice or the patient has been provided.